Manufacturer narrative:
On (B)(4) 2014, a medtronic representative, following-up at the site, reported all external cable connections to the monitor were checked. In trouble-shooting it was recommended to check internal connections to computer, monitor data cable and power cable. After powering-up the monitor, it was noted that the nds overlay was constantly displayed on the screen, even when in the application. On (B)(4) 2014, replacement monitor shipped to site. On (B)(4) 2014, medtronic representative performed a navigation system check-out, all areas passed. Suspect monitor has not been returned to manufacturer for analysis. Suspect part not returned.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, the navigation system monitor screen was flickering after boot-up. The monitor then went black and the procedure was at a halt. This occurred during loading of the patient scans and the patient was in the room. A different navigation system was brought in and the surgery continued as planned. The surgeon completed the procedure with the use of the second navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The device was returned to the manufacturer for initial analysis. After the monitor was powered on the nds logo is displayed but it would not advance to the proper screen. At other times the image went blank. The initial root cause was found to be an electrical problem with the monitor. The device was sent to the vendor for additional analysis. The vendor could not duplicate the reported problem. As a precaution they replaced the lcd inverter. The device was tested and confirmed to pass all specifications. The reported event was unconfirmed. The device was replaced at the site and a system checkout showed that the device was fully functional.